Manufacturer narrative:
The complaint investigation concludes that the med staff from the dialysis clinic reported the event was associated with the pt's metastatic lung cancer. Leading up to the event there were no reported fluid leaks from cycler or tubing. No reported cycler problems or issues at the time of the peritonitis event, also there were no reported catheter problems. This event is unlikely related to the liberty cycler. The actual device was returned for evaluation determined to be functioning according to product specifications. There was no dried fluid inside the cassette door and inside the pneumatic lines between the pump body and the hydrophobic filters. The cycler passed a mushroom head check. There were no abrasions on both mushroom heads. The simulated treatment was performed and completed without any failures or problems. There were no warnings or alarms during the simulated treatment. No fluid leaks in the test cassette. A device history record was extracted and device met requirements. This is a retrospective MDR being submitted by fresenius med care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.

Event description:
It was reported by the pt's daughter/user of the fmc peritoneal dialysis (pd) liberty cycler that the device was experiencing drain problems. It was also reported that the pt developed peritonitis and admitted to the hosp on (B)(6), 2011 for abdominal pain and peritonitis.